Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was occluded. Customer stated that she was getting no delivery alarm. Customer's blood glucose was 594 mg/dl. Troubleshooting was done. It was explained to customer the alarm was caused by set/reservoir connection. The customer was advised to change the infusion set and reservoir. No further information provided.